Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is before/approaching the indicator signifying that it is soon time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had reached battery depletion prematurely. It was noted the doctor was concerned about the dropping of longevity estimates in the device. The device remains in use. No patient complications have been reported as a result of this event.